Event description:
It was reported that the device is not delivering medication. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received via email on 12-august-2022 from customer and attached in complaint: for pump 1224949, issue occurred on 5/4/22 during infusion but wasn't noticed until bag change by nurse. New pump was sent out for remaining dose. For pump 1218751, issue occurred on 5/5 during infusion but again wasn't noticed until bag change at end of infusion. New pump was sent out to patient. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 2120.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Correction: model number: 2120.